Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method insulin therapy.